Manufacturer narrative:
More information was requested from the customer to perform further investigation, two tests each on customer and spouse were positive. Test result at doctor's office with an unknown test were negative. Doctor's office diagnosed them with common cold. Also not known is if the customer followed the correct procedure for testing as they did not confirm the procedure with company representative. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false positive test results for covid on clinitest covid19 self test when compared with result from unknown test at doctor's office. There was no reported injury due to this event.

Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2203163eua, no irregularities were found. Tests retained from lot number 2203163eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the lot related to complaint. The cause of this event is unknown.